Manufacturer narrative:
One opened probe was received, with tip protector in a zip top bag. The sample was visually inspected and found to be nonconforming. With the inner cutter in the port, the needle slightly bent and orange/brownish foreign material on port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. The inner cutter was observed, to be bent. And gouge marks were observed, at a several location along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed, due to an interference within the probe. And once the interference (bent needle assembly) was removed, the probe was able to actuate. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm, the probe had an aspiration failure. The evaluation indicated, the probe had an actuation failure. The aspiration function of the probe was conforming. However, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely, cause for the actuation failure in the returned probe, is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed, from visual condition of the inner cutter of the probe. After the probe was disassembled (bent needle assemblies removed), the probes was able to actuate. The exact root cause of the bent needles and bent inner cutters cannot be determined, from this evaluation. The most likely, root cause is handling at any point after the probes were shipped from the manufacturing site, including use during surgery. The reported aspiration failure was not confirmed. And an exact root cause for the bent needle and the bent inner cutter was not determined, from this evaluation. Therefore, no specific action with regard to this complaint was taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration of the cutter was poor during surgery. The condition of actuation and cutting is unknown. The product was replaced and the procedure was completed. There is no patient harm.